Event description:
Reportedly, the instrument was fired, but only some of the staples formed and the suture would not stitch at all. Several staples were caught at the jaw. Hand sewed to complete. No pt injury.